Manufacturer narrative:
A used active fluidics management system (fms) in a tray was visually inspected. The drain bag was detached from the drain bag tape on the cover due to saturation. The sample was tested using a console. The sample could be recognized by the console. The sample primed and tuned with the handpiece and the 0.9 millimeter aspiration bypass system tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen. Cassette max vacuum and aspiration flow rate, and irrigation flow rate were measured and met specifications. No problem was found with the returned cassette fluidics. Although the sample met specifications, the root cause of complaints investigated for message code was inconclusive. The most likely root cause is suspected to be operator error during socket bonding due to inadequate process set-up. Action was taken to determine root cause and implement corrective actions based on an observed trend for complaints of a similar nature. No patient risk is associated with message code as the error occurs at the during the prime test phase. To address root cause of system message code occurring during the vacuum test stage priming test sequence, two corrective actions were initiated. The first corrective and preventative action was to implement methods to increase drying/curing time after socket bonding and prior to testing on pods. The second is to update the procedure after the first corrective action is completed. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that priming error, priming test error 162 was displayed and aspiration failure occurred during cataract surgery (with intraocular lenses implant). Although aspiration was weak during both ultrasound or irrigation/aspiration. The surgery was completed after replacing the product with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).